Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation noted that the stent delivery system (sds) was not returned, and only the stent implant was returned. There was no blood or contrast visible. The stent implant had flattened struts on the last four rows of struts on the proximal end of the stent implant. There was no other damage noted to the stent implant. A loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameters could not be measured to the damage noted. Return of the sds may have aided in the investigation and determination of cause. It is possible the stent was inadvertently handled, resulting in the stent becoming loose on the balloon. Further handling during packing for return analysis likely contributed to the noted stent damage. A search of the device lot history record did not reveal any nonconforming material records for this lot and a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot; there is no indication of a lot specific product quality deficiency. A conclusive cause for the reported complaint could not be determined. All stent delivery systems are visually inspected for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security.

Event description:
It was reported that during device unpackaging the stent was found loose, however, additional inspection by the physician resulted in the stent implant being dislodged from the balloon. There was no patient involvement. A non-abbott device was used in the procedure. No clinically significant delay in the procedure was reported due to the device issue. No additional information was provided.